Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported they have been getting incorrect numbers, fluctuating between 3.2-3.4 and 8. The patient was retested and the reading was 11.7. The customer also reported the unit is providing a lowsiq error and refusing to complete tests. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor failed visual analysis due to damaged sensor pads. The sensor passed functional testing, and was determined to be functioning as designed. A service history record review reveals that this lot was in the field for over two (2) years with no previous reported issues related to this reported event.